Event description:
It was reported via repair work order that the brakes modules were malfunction due to drive link assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes were not engaging due to broken head end dive links and cracked brake busing guides. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the brakes modules malfunctioned due to drive link assembly. Follow-up submitted as further investigation determined the brakes were not engaging due to broken head end dive links and cracked brake busing guides.